Event description:
Spontaneous call from patient pump malfunction, patient says her cartridge is not loading. She has tried multiple times, taken it out, tried to load it and gives error message indicating medication was not in syringe. This happened 3 days ago and she continued to use her back-up pump as she panicked. No adverse events were experienced. Strength: 5mg/ml; dose or amount: 99.1 nkm; dates of use : from (B)(6) 2018 to current; diagnosis or reason for use: pah.